Event description:
It was reported that cgm repeatedly showed error message on pump and that same error had occurred several times on this pump. No information was provided regarding impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect cgm on replacement pump, and requested return of problematic pump using prepaid label within 10 days.